Event description:
It was reported that signal loss over 1 hour occurred for the g6 receiver however, data for the g6 ios app was provided for evaluation. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).